Manufacturer narrative:
H3: logs were received and analysis was found in sw analysis determined the stealth removed reformatted slice and loaded rest of the slice with spacing and thickness 1,1 respectively, 3d model was good. Trace points collected were clustered over same region suggesting to collect in all the regions. But there is insufficient information to determine the root cause of reported behavior b01, c19, d15 applicable codes. Software version update from 1.0.1 to 1.2.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that there was an inaccurate patient registration. It was reported that when verifying the tracer registration, an inaccuracy was observed. Additional tracer points were added and found that the area of accuracy increased but the error metric increased from 1.2 to 1.5. It was noted that the 3d model did not appear to look like the patient. The surgeon elected to discontinue with the procedure due to the reported issue. There was a reported delay to the procedure of more than 1 hour due to this issue.